Manufacturer narrative:
Results of investigation: it was reported that for an rt-plus femoral component size 10, the rotation pin that integrates in the femoral component as a monoblock, is broken. Because of that, extreme instability of the knee joint was reported. The device, used in treatment, was returned for investigation. Upon visual inspection, the reported failure mode could be confirmed. The complained femoral component fractured at the hinged arm and the broke part go stuck in the polyethylene insert. Apart from that, the femoral component shows slight gouges and scratches, potentially originating during the extraction of the device. According to performed material fracture analysis, about three quarter of the fracture surface show fatigue striations, indicating that the crack propagated by fatigue. Elemental mapping did not reveal any phase anomalies. No pores or inclusions, which could have initiated or enhanced crack growth, could be observed on the fracture surface. The area of crack initiation and fatigue lines indicating the direction of crack propagation can be seen macroscopically. Furthermore, the hinge movement was heavy which may have increased material fatigue. No additional complaint was detected for the batch in question. Furthermore, for the article in scope (75005503), no comparable complaint with a comparable failure mode was ever reported. The production documentation including the material certificate was reviewed, there were no deviations found. Upon medical investigation, this complaint from germany reports the revision of a left knee. The revision surgery was performed in (B)(6) 2021 (17.5 years after primary implantation) due to a fracture of the femoral hinged arm at the coupled knee prosthesis. The patient had reported a fall in the (B)(6) 2020. The impact to the patient beyond the revision and the recovery cannot be determined. In conclusion, based on the available information the pin breakage appears to be the result of a fall or a combination of the fall and delay in revision and not a failure of the prosthesis. The patient impact is limited to the revision. No further assessment can be made at this time. The concerning failure mode and the severity are covered in the concerning risk file of smith and nephew. A review of the device labeling revealed that the IFU (lit. No. Lit. No. 12.24, ed. 07/10) states fracture of the component, as a possible risk factor in combination with the implantation of a knee prosthesis. Based on the performed investigations, the root cause for the broken hinge cannot be determined conclusively. It is likely that the patient¿s fall led to the final fatigue fracture of the hinged arm, but there is no sufficient evidence for that. However, there is no indication that the device failed to match specification at the time of manufacturing and the need for corrective actions is not indicated. The case will be reopened, should further information be received. Smith+nephew will continue to monitor for similar issues. This investigation is considered closed.

Manufacturer narrative:
Complaint reference: case-(B)(4).

Event description:
It was reported that the rotation pin that integrates in the femoral component as a monoblock is broken. Because of that, extreme instability of the knee joint was reported.